Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip detachment occurred. A 180x25cm fathom¿ -16 was selected for use. During preparation, outside patient's body, the tip of the device fell off; the device never entered the patient's body. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that tip detachment occurred. A 180x25cm fathom¿ -16 was selected for use. During preparation, outside patient's body, the tip of the device fell off; the device never entered the patient's body. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The catheter shaft was inspected for damage. It was noticed that the shaft was broken/fractured approximately 8mm from the tip. The fractured portion was not completely separated, the inner coil was still attached. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4)